Manufacturer narrative:
The suspect device has been returned to conmed corporation on (B)(4) 2014. On completion of a quality engineering evaluation, a supplemental report will be filed.

Event description:
It was reported, "balloon came off during procedure." It was also reported that there was no patient injury.

Manufacturer narrative:
The device in question, vcare, is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula / handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. A review of the manufacturing documents from the DHR/lhr, device history record/lot history record, for lot 1305071 has verified the devices were produced and released according to the current and approved procedures and material specifications. Proper manufacturing procedures including testing and inspections were performed during manufacture to prevent non-conformances regarding the product's identity, quality, safety, effectiveness and performance. One vcare was received at conmed for evaluation. All device components were received, but the intrauterine balloon, cervical cone, and a severed piece of the blue vaginal cone were completely detached from the manipulator tube. Therefore, this complaint was confirmed. The pilot balloon check valve, handle, and manipulator tube were intact. It appeared that the intrauterine balloon and the cervical cone had been pulled off forcefully. The intrauterine balloon was deformed, as if it had been peeled off of the manipulator tube. Examination of the distal end of the manipulator tube indicated there had been sufficient application of adhesive where the intrauterine balloon is attached. The diameter of the center hole in the large cervical cone measured within specifications. The outside diameter of shrink band provided an interference fit between the hole diameter of the cervical cone with the outside diameter of the shrink band on the manipulator tube. The intrauterine balloon adds additional resistance to detachment of the cervical cone. It was noted that a piece of suture was tied to the cervical cup. Also attached to the suture on the distal side of the cervical cup was what appeared to be a small piece of hard dried tissue. Finally, it was noted that the thumbscrew on the locking mechanism was tightened onto the manipulator tube as received, indicating that the locking mechanism had not been released prior to removal of the device. No product defects were identified during the examination. Evidence suggests the cause of this complaint is application of force during manipulation of the device which exceeded the pull off strength capability of the cervical cone/intrauterine balloon. The risk associated with this complaint is mitigated in current vcare dfu, directions for use which states, "prior to removal of the device, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. Vaginal delivery of a large uterus may result in patient injury. Morcellation or other methods should be used to reduce the size of the uterus prior to removal through the vaginal canal. Visually inspect vcare on removal from the patient to verify that the device is intact and all forward components (figure #1: intrauterine balloon; cervical cup; vaginal cup; locking assembly and 5. Thumbscrew) have been retrieved from the patient." The complaint investigation has not identified nor confirmed any manufacturing defects and is most likely use related. Therefore, corrective action is not recommended as a result of this complaint. Conmed corporation is considering this complaint closed.